Event description:
Pt reported experiencing elevated blood glucose while using her backup device. Pt indicated that she would bolus to reduce her blood glucose levels. Pt indicated that she believed the backup device was not working correctly and caused the blood glucose levels to be elevated.